Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hofmeister, m., and burhen, v. (1999), therapeutic concept for injuries of the lower cervical vertebral column, der orthopade, vol. 28(5), pages 401-413 (germany). The aim of this study is to present the therapeutic concept for injuries of the lower cervical vertebral column. A total of 69 cases were treated with an unknown synthes angle-locking implant cslp morscher plate. The following complications were reported as follows: 9 cases had blood vessels of the neck. Ligatures of the superior and inferior thyroid artery were recorded. 6 cases had nerves of the neck. 5 cases had soft tissue of the neck. A thyroid lesion, an esophageal lesion and 3 laryngeal lesions were found. 6 cases had nerves of the neck. It affected the recurrent nerve in 5 cases and the hypoglossal nerve in 1 case. 6 cases had ventral revisions and 3 cases had dorsal revisions. 41 patients still had a complete paralysis pattern postoperatively. In the case of incomplete paralysis symptoms of asia classification level c and d, a clear improvement or even complete recovery was seen in around half of patients. 2 patients with normal neurological status preoperatively saw a worsening recorded in the postoperative check. A complete paralysis pattern was developed over time in one patient with a gunshot wound in the cervical spine area. This is for an unknown synthes screws. This is report 2 of 2 for complaint (B)(4).